Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the autoclavable camera head exhibited flickering image with interference. The issue was identified at the time of inspection for use. There were no reports of patient involvement.